Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "slow leak". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed a cracked valve seat diaphragm valve. Additional observations: wear abrasion observed on the device. Crease fold observed on the device. White particles observed inside the device. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "slow leak". The device has been explanted.